Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple oversensing episodes that appeared to be associated with possible electromagnetic interference with the cardiac resynchronization therapy defibrillator (crt-d) observed. It was noted there were six non-sustained ventricular tachycardia episodes observed on three different days at different times. The patient was brought into the clinic and pocket manipulations and physical maneuvers were unable to reproduce oversensing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.